Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard safety would not activate. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in (B)(6) 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 026, the free text comment field indicated, ¿did not successfully use spring mechanism.¿ additional follow up from the site and caregiver provided on 27dec2023, ¿from what the participant explained to me, the participant was able to push the plunger all the way down and administer ip. The issue was that the needle guard did not activate. The family has been informed to call if this occurs again.¿